Event description:
Pt is s/p heart transplant. Pt underwent a heart biopsy through a venous sheath and then a diagnostic cath through the right sfa. Upon entry of the pilot needle the area appeared partially occluded. Fluoroscopy revealed a tattered appearance to the artery. Upon conclusion of the procedure there was a 70% occlusion of the right sfa inferior to the sheath. The physician entered the vessel from the contra-lateral side and ballooned the area resolving the occlusion.

Manufacturer narrative:
The device was not returned; therefore, failure analysis could not be performed on the device. The reported complaint states the pt was a heart transplant recipient and his femoral vasculature had a tattered appearance. This was confirmed via fluoroscopy. A review of the device history record and non conforming materials reports is ongoing and a f/u report will be filed. Risk analysis was performed. Vascular injury is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. Based on the analysis completed there is no evidence to suggest the device was out of specification. The probable root cause, based on available info, is injury due to pt anatomy and the procedural placement of the introducer sheath.